Event description:
The customer reported: fluid noticed behind cassette housing and below constellation console after completion of case, procedure completed normally. Cassette primed and it was only when the case was finished and cassette ejected did the nursing staff notice that there was fluid behind the cassette, when the console was moved it was also noticed that there was a puddle of bss on the floor. No pt impact was reported. Add'l info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).